Manufacturer narrative:
In the initial report, the device manufacture date provided (12/31/2007) was incorrect. The correct date provided by the manufacturing site is 2008, year only provided. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in both eyes (ou) at the 1-day post op exam. The surgery center noted there was more dlk in the right eye than the left eye. The patient comments were of a little blur. Topical steroid dosage was increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2018. Right eye pre-op 20/20 -2.75 x -.75 x 176, left eye pre-op 20/20 -2.00 x -1.50 x 40.